Manufacturer narrative:
The reported event of out of range threshold and impedance and no pacing was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found. All other damages were sustained during the procedure.

Event description:
It was reported that during an initial implant procedure, a right ventricular lead was exhibiting out of range thresholds and impedance, as well as an inability to pace through the lead. The lead was not used. The patient was stable.